Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2017-07902, 2017865-2017-07903. During implant of the crt system, diagnostic imaging revealed a pneumothorax. A chest tube was placed to resolve the issue. The patient was in stable condition following the procedure